Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5068155) on 13-mar-2017. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of rash ('rash on back and arms/skin rash') in a (B)(6) year old female patient who had essure (batch no. 50512927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and chest pain. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo-provera), topiramate (topamax) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced rash (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs/ bowel problems"), arthralgia ("joint pain/hip pain"), vitamin d deficiency ("vitamin d deficiency"), dry eye ("dry eyes"), dry skin ("dry skin"), abdominal pain upper ("stomach / side pain"), back pain ("back pain"), tooth disorder ("problems with teeth"), inflammation ("inflammation"), respiratory tract inflammation ("inflammation in the airway") and drug hypersensitivity ("allergic reaction to a migraine medicine called topamax, allergic or hypersensitivity reaction: sensitive to certain medications, allergic reactions to medication") and underwent tooth extraction ("had to have two teeth pulled"), 3 months 25 days after insertion of essure. In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced abdominal distension ("bloating"). In (B)(6) 2011, the patient experienced hair texture abnormal ("dry hair") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced visual impairment ("vision impairment"). In (B)(6) 2011, the patient experienced pelvic pain ("pain"). In (B)(6) 2013, the patient experienced fungal infection ("yeast infection"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced mixed connective tissue disease ("mixed connective tissue problems"). On an unknown date, the patient experienced angiopathy ("vascular disease"), tooth fracture ("tooth breakage"), vaginal infection ("irregular vaginal infection"), urinary tract infection ("urinary tract infection") and raynaud's phenomenon ("raynaud¿s phenomenon"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the pelvic pain, rash, irritable bowel syndrome, arthralgia, vitamin d deficiency, dry eye, dry skin, abdominal pain upper, back pain, tooth disorder, tooth extraction, inflammation, respiratory tract inflammation, drug hypersensitivity, migraine, mixed connective tissue disease, angiopathy, hair texture abnormal, alopecia, tooth fracture, visual impairment, vaginal infection, vaginal discharge, nausea, abdominal distension, urinary tract infection, fungal infection, headache, weight increased and raynaud's phenomenon outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, angiopathy, arthralgia, back pain, drug hypersensitivity, dry eye, dry skin, fungal infection, hair texture abnormal, headache, inflammation, irritable bowel syndrome, migraine, mixed connective tissue disease, nausea, pelvic pain, rash, raynaud's phenomenon, respiratory tract inflammation, tooth disorder, tooth extraction, tooth fracture, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2011: results: confirming blockage of her fallopian tubes. Diagnostic results: on (B)(6) 2011: pulmonary function: impression: low ivc/vc ratio, would suggest non-pulmonary cause of decrease in diffusion capacity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. On 27-apr-2020: reporter information were updated. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.